Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history for the device did not indicate a lot-specific quality issue. All available information was investigated and the user error (improper or incorrect procedure or method) of retracting the dc handle prior to the actuator knob during deployment likely caused the leaflet tear, resulting in the slda. It should be noted that the mitraclip nt instructions for use (IFU) states prior to retracting the delivery catheter (dc) handle, release the dc fastener then retract the actuator knob approximately 0.5 cm after it is fully unthreaded. The reported tissue damage was a result of the user error. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system IFU is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Added device code (B)(4) - failure to follow steps/instructions. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is being filed due to tissue damage during deployment and a single leaflet device attachment. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4 with anterior leaflet prolapse. The clip delivery system was advanced to the mitral valve and grasped the leaflets without issue. During deployment, there were no device issues, however, the operator accidently pulled on the delivery catheter handle rather than the actuator knob. The clip deployed without issues. Immediately post deployment, a leaflet tear was suspected and the clip detached from the anterior leaflet, while remaining attached to the posterior leaflet (single leaflet device attachment-slda). As treatment, a second mitraclip was successfully implanted. The mr had been reduced to grade 2-3. There was no adverse patient sequela. No additional information was provided regarding this issue.